Event description:
Foot break upon device investigation. The physician attempted arteriotomy closure using the perclose a-t (closer a-k) device after an unknown procedure. Reportedly, the "needles did not grab when the physician pulled back." It was noted that hemostasis was achieved with a second device. The current condition of the patient is unknown.